Event description:
It was reported that the system 9800's c-arm would not boot. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The interconnect cable was found to have a broken wire and was replaced. The system was tested and found to be working as intended and placed back into service.